Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the sealing was incomplete during a lobectomy. It is unknown if regrasp alarms or end tones were heard. There was no bleeding or patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 09/23/2016. The reported condition that the device would not seal was not confirmed. The device was activated on porcine kidney tissue with satisfactory results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. Manufacturing non-conformance review is not required since the lot number is unknown.